Manufacturer narrative:
Approximate age of device ¿ 9 years and 2 months. Device evaluation: the patient remains ongoing on lvad support. Review of the submitted system controller log file confirmed the pump stoppage events. Approximately 26 inches of the replaced portion of the percutaneous lead (lead) was received for evaluation. The distal end of the lead had undergone a clamshell repair in 2010. Rescue tape was present throughout the length of the lead. Damage to the outer silastic jacket was identified in various places underneath the rescue tape. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified throughout the lead. Visual inspection identified a breach in the insulation at about 2.5 inches from the metal connector on the red wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying red wire conductor was exposed. The red wire represents a redundant wire in motor phase 3. The reported pump stoppages would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2006. It was reported that during a routine follow-up visit, review of the device history revealed pump stoppages on (B)(6) 2015. It was stated that the external portion of the percutaneous lead had multiple places of damage that have been covered with tape over the years. The patient was admitted for observation pending a percutaneous lead replacement procedure. The patient was asymptomatic. The manufacturer's technical services representatives reviewed the provided log file. The reported events appeared to have occurred while the pump was connected to the power module. X-ray images of the percutaneous lead were unremarkable. On (B)(6) 2015, a percutaneous lead distal end replacement was successfully performed. There have been no reported issues subsequent to the procedure.